Event description:
According to the police report, the end user was struck by a motor vehicle that failed to yield the right of way while end user was crossing the roadway in the motorized wheelchair. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was struck by a motor vehicle that failed to yield the right of way while end user was crossing the street in the motorized wheelchair.